Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported that the probe could not clip or cut the membrane during a procedure. The status of the aspiration was not known. The sample is not available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there was one additional complaint associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint was unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and was found non-conforming with foreign matter on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration and was found non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The complaint evaluation confirms the probe had a cut issue. The root cause for the cut non-conformance, the foreign matter observed on the port face, and the gouge marks observed at the bend area, cutting edge, and several other locations along the inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed non-conformance was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
No known harm to the patient.